Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). Date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the caller stated that something was wrong with the patient's rechargers. Caller states the patient has 2 ins's with 2 rechargers. Caller reported poor communication and the patient has not charged the ins. The last time they had stimulation was over a month ago. It is unknown when the last time they were able to charge was. Caller stated the patient was having difficulty in charging the ins's but is not able to say what the difficulty was. Patient did not understand the question. They have two ins's and they can't connect to either. Patient reported that the last reported charging session was one to three months ago. Caller states the patient and husband are not able to find the patient programmer with the orange button. Troubleshooting did not resolve the issue. The patient had a return of symptoms and it was reported to be a gradual return of symptoms. The patient has muscle aches due to the muscles freezing and the patient becomes very weak. The caller called back stating that he realized after the call that the connector pin does appear to be damaged, as the white arrows are not lining up. The patient was not clear about this previously due to language barrier. No out of box failure was reported. No symptoms were reported. A replacement desktop charger was sent to the patient. No further complications were reported or anticipated with this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the rep was meeting with the patient today because they were still having issues recharging following the receipt of 1 replacement dtc over the weekend. The rep determined that the dtc reported today the connector pin was completely missing. The rep also stated that the other dtc (the one previously reported) the connector pin metal sheath was stuck in the insr. The rep was able to pull it out and was then charging the first insr just fine. There were no further complications reported.